Event description:
The customer reported that the sys exhibited 'pre-charge errors' upon sys start up. This error is likely to prevent the sys from booting to a usable state. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament driver pcb assembly and mainframe batteries were evaluated and repaired. The system was tested and found to be working as intended and returned to service.